Manufacturer narrative:
(B)(6). Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was returned to livanova (B)(4) for evaluation. The technician was able to confirm the reported issue during testing. The defective touchscreen was replaced to solve the reported malfunction and subsequent functional verification testing was completed without further issues. The unit was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 mast roller pump touchscreen intermittently lost function during a procedure. There was no report of patient injury.